Event description:
During a laparoscopic gastric bypass procedure, after the plcr60b reload was fired via an i60s stapler, excessive oozing was observed at the staple line. Another reload used in the same procedure was not recognized by the i60s. Patient was in stable condition at the end of the procedure.

Manufacturer narrative:
The reload which had been fired was examined and showed no evidence of having produced malformed staples (which would have been a potential cause for oozing at the staple line). The reload which was reported unrecognized by the i60s was recognized by another i60s used in the evaluation. The i60s used in the procedure was not returned, but that device had recognized and fired 4 other reloads in the same case). The root cause of the observed malfunctions could not be confirmed. Evaluation summary: a 4x reload fired, no staples remain on reloads. No tissue bumps damaged. There are no abnormalities on the reload that would result in bleeding. A 1 cover did come off reload, which occurs during removal of a spent reload. A 3x reloads not fired. All three were recognized in lab.